Event description:
It was reported that a red call doctor (rcd) icon appeared on the latitude communicator. Technical services (ts) was contacted, and ts helped the patient send a transmission. The rcd icon was the result of high, out-of-range shock impedance measurement of greater than 125 ohms on the right ventricular (rv) lead. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported.